Event description:
The procedure was a superior vena cavogram with superior vena cava angioplasty and attempted stent placement on (B)(6) 2012. The superior vena cava (svc) stenosis was traversed in normal fashion; during balloon inflation the intrastent released from the balloon and migrated through the heart into the left pulmonary artery. The intrastent was snared and removed. The patient was admitted into the hospital for observation and expired early in the morning on (B)(6) 2012.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.